Event description:
It was reported that the pump battery was not charging properly. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by using different wall outlets and adapters, but these attempts were unsuccessful. Customer technical support (cts) decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and agreed to return the problematic pump using a pre-paid label. The customer also confirmed an understanding of how to put the pump into storage mode before returning it.